Manufacturer narrative:
The lens was returned dry, in a lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the haptic broken. Dimensional and functional inspection found the lens to be within specifications. The lens was exchanged for a same size lens of a different diopter. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial. Visual inspection found the lens missing a piece of haptic and the lens was returned with some moisture. (B)(4).

Manufacturer narrative:
Additional data: this product is manufactured in the u.s, but not marketed in the u.s. (B)(4). Conclusion code: patient age >(B)(6). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -16.0 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced refractive surprise. The lens was explanted on (B)(6) 2017 and the lens was exchanged for a similar size lens of a different diopter. The problem was resolved. On (B)(6) 2017 the patient's post-op uncorrected visual acuity (ucva) was 20/20 and the patient's post-op best corrected visual acuity was 20/13.